Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm, charge/battery lasts less than expected and no delivery alarm/occlusion due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had condensation on screen, changing batteries a lot more frequently than used to and unexplained no delivery alarms. The insulin pump will not be returned for analysis.